Event description:
A 76 yr old white female g2p2 status post bilateral subglandular transmastopexy gel augmentation in 1971. (Question of size/MFR/type?). They were painfully encapsulated, replaced (question of type). On 10/13/89 she had evacuation of right hematoma, replaced with 205.5cc bilumen surgitek. She developed granuloma 9/7/90. Had extremely hard right lump. Arthralgias, paresthesias, dysesthesias, spasms, fatigue, sleep disturbances, hot flashes, visual changes, dizziness, some memory loss, sicca, hypertension, gastrointestinal/genitourinary problems and easy bruising. Otherwise healthy.